Manufacturer narrative:
The device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided. (B)(4).

Event description:
Report received from the USA stating that the device had a damaged neuro tip. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.